Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating glucose with overnight hypoglycemia and intermittent hyperglycemia while using the ilet system, including a low to 42 mg/dl for approximately 30 minutes and a high to 320 mg/dl for about four hours, with device alerts received and no medical intervention required. Symptoms included hypoglycemia requiring treatment with oral glucose and hyperglycemia without acute complications. Outcomes included no hospitalization, no loss of consciousness, and no need for assistance. Investigation included review of device data and user report by clinical staff, education on use patterns, and assessment for sensor-related factors. Investigation of this case revealed that lows often followed preceding highs and late or missed meal announcements, as well as likely cgm compression artifacts during sleep; device data indicated insulin delivery was not excessive relative to inputs and algorithm targets, with meal timing and high pre-bed glucose elevating subsequent automated correction intensity. It was concluded, based on previously established findings for similar reports, that the cause was unclear and multifactorial, with user behaviors and cgm compression contributing; troubleshooting and education were completed. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.